Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal fell apart during surgery. Another kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the delivery device was inside the loading device, and upside down. The green slide lock and the white plunger were not depressed on the delivery device. The seal was inside the loading device under the window. There was no evidence of blood. Based upon the visual observations, the reported complaint "did not deploy" was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).